Manufacturer narrative:
(B)(6). Concomitant product: balanced salt solution. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The actual healon used during the reported customer's event was not returned; however, the same lot of healon from un-opened samples from the customer's stock were returned and evaluated. Returned samples: (B)(4) samples of the same lot of healon were returned to the manufacturing site for inspection. (B)(4) of the samples were used for chemical analysis and (B)(4) were investigated visually and by stereomicroscope. The chemical analysis included microbiological tests, sterility and bacterial endotoxin and chemical test protein. The results were within specification. The visual inspection of the (B)(4) returned samples from the same lot of healon, appeared visually normal; there were no observations made which would indicate a product defect or malfunction which would explain the customer¿s report of tass. As no defect or malfunction was observed there was no probable cause determined which would explain the customer¿s report of tass. The investigation for the visual inspection, sterility, bacterial endotoxin and protein test results, did not find any root cause for the complaint as all results were within specification. Retained samples: visual inspection on retained product for the same lot of healon (#um30278) was performed. No visible defects were found on the package, solution or cannula. Microbiological tests, sterility and bacterial endotoxin, and chemical test protein, were performed. Results were within specification. Visual inspection, sterility, bacterial endotoxin and protein test results on retained samples did not find any root cause for the reported complaint, all results were within specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient was suspected to have contracted tass (toxic anterior segment syndrome) on (B)(6) 2013, following a procedure on (B)(6) 2013, with implant on an intraocular lens (iol) and also the use of healon and other products. The retina specialist that treated the patient believes that the symptoms are attributed to residual soap on the instruments. The facility reported the event to rule out all products used during the procedure in the facility. The patient's visual outcome was 20/150 one day post appointment with the retina specialist (exact date unknown). The patient's visual acuity on (B)(6) 2013 was noted to be 20/25. The reporter initially suspected the healon gv. Now the reporter is certain that it is attributed to the residual soap on the instruments per the retina specialist. A second MDR will be filed for the intraocular lens. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.